Event description:
It was reported there was no sensing with the cable (ventricular channel), while being used on a patient. The cable was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported there was no sensing when the cable was being used on a patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) visual inspection showed the outside of the proximal connector had discoloration, and some connections inside of the proximal connector were corroded on the edges. The identification bands were no longer straight and applied a bend to the cable. Continuity tests showed an open connection on one of the alligator clips, which contributed to the reported event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available.